Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed multiple times and customer reported that no insulin was seen exiting the cartridge tubing. Blood glucose (bg) ranged form 487-509 mg/dl with moderate ketones. Reportedly, a healthcare provider identified the ketone level as dangerous/life threatening. Customer went to the emergency room (ER) and was treated with insulin as well as anti-nausea medicine. Customer left ER approximately 6 hours later with a bg of 167 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.